Event description:
It was reported that a patient experienced sterile peritonitis and later died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event and treated with intravenous vancomycin (500mg twice every two days; duration not reported) and intravenous amikacin (100mg once daily; duration not reported). Eight days after onset, the patient¿s catheter was removed and the patient was placed on hemodialysis. Two days after removal of the catheter, the patient died due to cardiogenic shock and acute myocardial infarction. At the time of death, the patient had not yet recovered from the peritonitis event. An autopsy was not performed. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.